Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for morbid obesity and deep vein thrombosis. Approximately one year six months post filter implantation, it was alleged that the device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year and six months of post deployment, the bard meridian inferior vena cava filter was attempted for removal. Benston wire was advanced to the right atrium and then down to the inferior vena cava filter. Just above the inferior vena cave filter, the wire behavior was consistent with it passing into either the left or right renal veins. With some manipulation, however, it was possible to advance the wire into the common iliac vein, although the wire was passed between the previously placed stent and the wall of the vein. Then a digital traction venography was performed through the glide catheter which demonstrated extensive and chronic thrombus within the distal interior vena cava and common iliac vein. A digital traction venography using injector was performed which revealed extensive collateral flow around the interior vena cava, chronic thrombus within the stent, residual flow around the stent within the common ilia vein, end extensive thrombus within the distal interior vent cava. There was, however, flow around the filter, such that it was not entirely clear as to whether the filter was embedded in thrombus or accessible to a snare. Given the possibility that the snaring of thin filter was still a possibility, the 5-french sheath was removed, and serial dilators were passed over the benston wire such that the large bore cook snare filter retrieval kit sheath could be passed down to the level of the infra renal inferior vent cava. The next ten minutes were spent trying to pass the snare around the hook of the filter and the attempts were unsuccessful and the behavior of the snare was consistent with the hook being embedded in chronic thrombus. Then a digital traction venography was performed which revealed no evidence of extravasation or development of new thrombus secondary to the manipulation. Finally, the decision was made at this point not to further attempt removal of the filter, the risk which would likely be greater than its benefit. It was recommended that the patient continue lifelong anticoagulation. Therefore, the investigation is confirmed for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.